Event description:
The procedure was coil embolization for coronary aneurysm that was not calcified and not tortuous. During the procedure, a orbit ((B)(4), complaint product) would not be detached at the green zone using a syringe ((B)(4), complaint product). It is unknown if the physician attempted the alternative detachment. When he replaced the syringe for a new one (detail unknown), he was unable to detach the same orbit. Then, the orbit was replaced by an unspecified new coil, which could be detached without any difficulties. Afterwards, the procedure was completed without any further issues. No patient injury or complications were reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. The complaint product is going to be returned for evaluation. Additional information received from the affiliate indicated that there was no resistance encountered during advancement. Unknown if the coil stretched during or post withdrawal. Unknown if there was damage to the coil or syringe observed post withdrawal. The microcatheter used was prowler select plus, catalog, type and lot number were not provided. The coil did not prematurely detach. It was noted that after replacing for an unspecified new coil, the procedure was completed without any further issues.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
Based on additional information, there was no event or product malfunction associated with the device, and therefore, does not meet the criteria for reporting. Additionally, no further reports will be forthcoming for this medwatch report.